Manufacturer narrative:
D4 lot: 5712558. A titan pump, exhaust tubing segment, and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Microscopic evaluation revealed partial separations within abrasion in the cylinder 2 exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with cylinder 1 or with cylinder 2. Microscopic evaluation revealed partial separations within abrasion in the exhaust tubing segment. No functional abnormalities were noted with the exhaust tubing segment. The information received indicated a loss of fluid with the device; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a loss of fluid. No adverse patient effects were reported.